Manufacturer narrative:
Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right seat rail was broken at an upholstery fastening point. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken seat rail. Secondary finding- the left wheel lock was able to be engaged but it did not make contact with the wheel and therefore could not stop wheel rotation. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right seat rail was broken at an upholstery fastening point. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken seat rail. Secondary finding- the left wheel lock was able to be engaged but it did not make contact with the wheel and therefore could not stop wheel rotation. Ed states that where the base attaches to the seat frame that weld that hold the tab has broken on the right side. He states further down the seat frame on the right side the seat frame broke completely in half where the upholstery attaches.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Ed states that where the base attaches to the seat frame that weld that hold the tab has broken on the right side. He states further down the seat frame on the right side, the seat frame broke completely in half where the upholstery attaches.